Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient had issues with charging and connectivity from the remote to the ipg so the physician thought it was either a device malfunction or it may be due to pocket depth. Database revealed no anomalies but the physician preferred to replace the battery either way in case. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation. It was also reported that the patient had difficulty charging and had pain at the ipg site following a fall. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing shocking sensation. It was also reported that the patient had difficulty charging and had pain at the ipg site following a fall. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure.